Event description:
Subsequent information indicated that the patient reported of possible allergic reaction due to the device. It was noted that there was leakage from the incision site, a few days after the crt-d was implanted. Antibiotics were given. Several tests were performed with no signs of infection but could not be certain because antibiotics might have masked it out. Currently, there were two red blobs parallel to the direction of incision site. The physician thought it was potential allergy. The two red dots over the device header area were getting bigger and almost merging into one larger red part. A boston scientific company representative discussed about allergic reaction and advised to inform the physician for any changes in medical status. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts were made to obtain additional information however was unsuccessful. All available information suggests that the product remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.